Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Insulin pump had stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had some issues. The customer reported that the reservoir does not stay in place due to damage on top o-ring. The customer reported that the location of the damage was the reservoir compartment. The customer reported that she had high blood glucose of 19 mmol/l and the current blood glucose level was 18.5 mmol/l. Troubleshooting was performed. It was reported that the customer was unable to remove the battery cap. The customer declined to troubleshoot for high blood glucose. The customer was advised to replace out the insulin pump and revert to back up plan. Product is expected to return for analysis.